Event description:
On (B)(6) 2011, pt reported she has been having issues with the infusion sets. Pt stated they are painful every time she puts them in and it burns when the insulin goes in. Pt reported now there is a "massive infection that is bigger than a cd" on the right side of her body and she is getting it treated. Pt stated she has not been able to wear the infusion sets because they hurt right when she puts them in. Educated pt on other types of infusion sets. On call back on (B)(6) 2011, pt reported she knows the cause of the infection. Pt stated after using a skin barrier product that has no sterilization that was sent to her by the supply company in place of prep wipes, when she inserted her infusion headset all of the contamination from the infusion site was pushed into her body. Pt reported she is on antibiotics for the infection. Pt stated her doctor took her off of pump therapy until the infection clears. Pt reported she is now on injection therapy and has been experiencing elevated blood glucose readings due to being on injections and due to the infection. Pt stated her blood glucose has been in the 500's mg/dl and 600's mg/dl. Pt's normal blood glucose range is around 100-150 mg/dl. Pt reported "the pump is not at fault. And the infusion set is not at fault." Product was replaced and requested return of the alleged product for eval.